Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During functional testing, the device shut off a few seconds after powering on during the boot process. Internal inspection revealed metallic shorting inside the power button created an electrical short across the button which caused the button to be electrically "pressed", even when not it was not physically pressed. This can result in the device unexpectedly powering on and off on its own.

Event description:
The customer reported that the device powers on and off by itself. No consequences or impact to patient were reported.